Manufacturer narrative:
Upon return analysis of the ins found that the battery had a reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.560 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Upon return of the lead serial number (B)(4) analysis found that the lead distal end conductor was broken (overstress/damage). The # 14 conductor is broken (overstress damage) at the # 14 electrode crimp sleeve 4.6 cm from the distal end. The lead was returned with the injex anchor partially covering the # 14 electrode and completely covering the # 15 electrode, which may have led to the break of the # 14 conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of report. A follow up report will be submitted once analysis results are available.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced a loss of therapeutic relief/coverage, discomfort at the generator site, and implantable neurostimulator (ins) unable to recharge. The outcome was ongoing. Interventions included explanting and not replacing the device. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the recharge process, ins pocket, and stimulation. The patient previously reported some pain relief with the device, but she now reported a lack of coverage/relief. The patient reported that they could not charge the stimulator. The patient reported discomfort at the generator site. It was discussed scheduling an appointment for reprogramming and re-education but the patient was to be scheduled for an explant as she was not experiencing sufficient pain relief. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.